Event description:
Report 2 of 4. It was reported that while using one bd vacutainer® push button blood collection set, blood leaked all over lab assistant's clothes and their workstations because the rubber sheath over the non-patient needle did not fully cover the needle. No medical intervention required as the staffs were wearing ppe.

Manufacturer narrative:
The following fields have been updated with additional information: d10. Device available for eval- yes. D10. Returned to manufacturer on: 06-mar-2025. H3. Device eval by manufacturer- yes. Investigation summary - bd received three photos and 23 samples for investigation. The customer photos depict a device with blood leakage in the holder and a sleeve that is not properly recovered over the non-patient cannula. Out of the 23 returned samples, functional tests were conducted, where one sample failed due to sleeve leakage observed from poor sleeve recovery. Additionally, 30 retained samples were tested for functionality, and all samples passed with no evidence of side pierced sleeves, poor sleeve recovery, or sleeve leakage during the draw. These 30 retained samples also underwent additional functional tests for retraction lockout, and all samples passed, showing proper activation with no defects or leakage. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: sleeve side piercing. Corrective and preventive action has been opened to address the issue. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Manufacturer narrative:
D.2b medical device type: one additional code applies; jka. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
Report 2 of 4. It was reported that while using one bd vacutainer® push button blood collection set, blood leaked all over lab assistant's clothes and their workstations because the rubber sheath over the non-patient needle did not fully cover the needle. No medical intervention required as the staffs were wearing ppe.